Event description:
It was reported the patient experienced inadequate coverage in her back in addition to a "tight" feeling at the scs lead site. X-rays confirmed the lead had migrated. Surgical intervention was taken on (B)(6) 2014 to reposition the lead. The physician was unable to place the lead at the original position due to scar tissue. Follow up identified the patient had effective coverage following the revision.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.